Event description:
A 26mm x 16mm diameter x 16cm aneurx bifurcated stent graft was inserted for the endovascular treatment of a 7.7cm abdominal aortic aneurysm on the day of the event. There was severe angulation of the proximal neck and severe tortuosity of the left common iliac artery at the aortic bifurcation with a 6mm ostium and a right common iliac artery aneurysm. The consulting physician stated that this was a very difficult case; therefore, he recommended that the graft be deployed from the right and to pre-operatively embolize the right hypogastric artery. The physician also recommended that the 16 fr sheath be placed through the left side at the beginning of the procudure and to use lunderquist wires. He also reommended to consider deploying the main body with a "twist" to allow easier access to the docking section. It is reported that as the physician accessed the left femoral artery and attempted to deploy the bifurcated stent graft, the black ring came back only half way when a loud "bang" was heard and the black ring moved freely. The stent graft was removed from the pt and another bifurcated stent graft was successfully deployed. It is reported that there were no complications and the pt is fine. No add'l clinical sequelae were reported for this event.